Event description:
An impella cp device was inserted via a left axillary/subclavian surgical arterial access site in a 34-year-old female patient for acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient's clinical state prior to initiation of support was scai stage c shock. During support, the physician reported that the impella cp stopped without prior warning. At the time of the event, purge pressure was reported at 500 mmhg and purge flow at 4.8 ml/hr. Multiple attempts were made to restart the impella at various performance levels; however, these attempts were unsuccessful. A backup automated impella controller (aic) was prepared, but the pump could not be restarted with the backup controller. The impella had most recently been operating at p-3, and the patient was reported to be free of catecholamine support. The purge solution consisted of dextrose 5% in water (d5w) with 25 meq sodium bicarbonate. Due to the inability to restore pump function, the physician elected to pull the impella into the aorta and remove the device. The post-procedure outcome was survival at explant.

Manufacturer narrative:
A4, a5, and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information was received from the initial reporter: the pump has been explanted. The patient is hemodynamically stable and has been mobilized.